Event description:
Information was received that a smiths medical level 1 hotline low flow system had been leaking. No adverse effects reported.

Manufacturer narrative:
Additional information: d10. One level 1 hotline low flow system was returned for analysis. The enclosure was dirty and had scuff marks on the back. The enclosure had label residue. The drain fitting was rusted. The pole clamp was dirty, and the line cord was worn. The device was tested by filling the water tank, plugging in line cord and switching the power on. The leakage was confirmed and was found to be due to a cracked water tank cover.